Event description:
Patient had a hsv 2 positive test on the diasorin hsv 1 and 2 igg test, (index value = 2.54), followed up with a western blot which was negative for hsv 1 and 2. Date given is the western blot confirmatory test. Reference report #mw5116910.